Event description:
It was reported the pt experienced a surging or fading sensation (overstimulation and no stimulation). There is no known accident or incident related to the complaint. Movement and palpating does not cause stimulation changes. Impedance measurements were acceptable. High impedance was found on a contact. The lead was reprogrammed in 2008, to avoid the contact. The pt was at the clinic at the time of the report in fair condition. The physician sent the patient home. The pt will keep a log. No injury was reported. The pt recovered without sequela.